Event description:
Customer reported that they had to change the pump site immediately and received a notification that they were running low, despite not being so. There was no adverse impact to the customer's blood glucose level. The patient declined additional troubleshooting and requested to close the case, so the issue was documented and no further action was taken.